Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device was received undeployed. The pink slide insert was not visible in the viewing window and the linkage assembly was in a not deployed state. The device delivered 33 first prime pulses before being deactivated at 43 pulses. The download data showed timeouts and a drive stall, which caused first prime to end earlier than expected. This caused the needle mechanism to not deploy when intended. The device was reset & paired with a master pdm. A 5 unit bolus was successfully delivered. During the rerun process, the needle deployed as intended. The rerun data did not reproduce the time outs or drive stalls. Inspection of needle mechanism and drive mechanism found no issues that would contribute to needle not deploying. The exact cause of the high pulse width and drive stall could not be determined.